Event description:
The pt was a cheerleading coach. A student accidently kicked the implantable neurostimulator pocket. About 4 days later, the pt was unable to adjust stimulation or establish communication with the pt's programmer or recharger. The pt experienced pre-existing pain associated with the event. The hcp determined that the leads moved and had been or will be revised. The pt outcome was reported as "no injury".